Event description:
It was reported that the patient presented during clinical follow-up. Upon inspection, it was noted that the right ventricular lead(rv lead) was found dislodged. During repositioning procedure, it was noted that the rv lead's helix had retraction and extension difficulties. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Event description:
It was reported that the patient presented during clinical follow-up. Upon inspection, it was noted that the right ventricular lead(rv lead) was found dislodged. During repositioning procedure, it was noted that the rv lead's helix had retraction and extension difficulties. The reported lead was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of helix retraction and extension mechanisms were confirmed while the reported event of dislodgement was not confirmed. As received, a complete lead was returned in two pieces for analysis. The cause of the reported helix mechanism issues were isolated to the helix being clogged with dried blood and tissue. No other anomalies were identified.